Event description:
Dialyzer nephrotic. Negative for formalin, flushed with 2 l. Saline, prime wasted per m.d. Order. Treatment initiated with out problem. 5 minutes into treatment. Pt. Complained of shortness of breath which immediately progressed to slurred speech, bronchospasm and seizure. Treatment discontinued and pt transported immediately to hosp emergency room.